Event description:
It was reported that the patient experienced a relapse of motor fluctuation with gait problems in the afternoons since (B)(6) 2009. In (B)(6) 2008, two months after device implant, the patient already complained about motor fluctuations which faded after changing the device setting. The event was judged as being device related. At the time of the event the device settings were set to: "on," left: 2.8 volts, 130 hz, 60usec.; right: 2.8 volts, 130hz, 60usec. The patient was hospitalized to reassess the device settings in the off mediation state, to test the device for efficacy. The symptoms faded by (B)(6) 2009, by changing the parkinsonian medication. It was noted that the patient was on the following medications: as of 2008 stalevo, amantadin, requip modutab, domperidon, alprozolam, stalevo, amantadin; and as of 2009 edronaz, pantoprazol, lyrica, madopar lt, levocomp ret. 100.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID 748951, serial# (B)(4), product type extension; product ID 3389-28, lot# b0815707k, product type lead; product ID 3389-28, lot# b0815708k, product type lead. (B)(4). (B)(6).